Manufacturer narrative:
The device has not been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during surgery on (B)(6) 2014, a few channels were "hi" (it is not known which ones) and a review of the telemetry record reveals no hi channels on (B)(6) 2004. At initial stimulation on (B)(6) 2004, channels 1, 4 and 5 were hi. At the next visit on (B)(6)2004, channels 1, 2, 4, 5 and 12 were hi, on (B)(6) 2004, channels 2, 3, 4, 5, 8, 9, 10, 11 and 12 were hi, leaving the pt with channels 1, 6 and 7 as ok. A CT scan to determine the placement of the device, or possible extrusion was suggested. Due to the low number of channels and the pt's reported failure to benefit from the device, the possibility of revision was also discussed. On (B)(6) 2004, a med-el rep arrived to review the pt's chart. Upon review, it was noted that the pt has hydrocephalus and a right-sided shunt. One of the surgeons was unable to get a scan, due to equipment failure, but did get x-ray studies. From the studies, he reported that the internal device appears to have torqued and shifted over the ground path lead. He stated the device was not placed in a bet or sutured down, due to concerns regarding the contra-lateral shunt and the pt's history of hydrocephalus.